Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Testing was completed to assess inner insulation integrity. An electrical short was found between the terminal pin and the distal cable causing arc damage that affected the center pin, two twisted hv cables, and the outer terminal. The clinical observation of failure to convert rhythm was confirmed based on the observed electrode abnormalities. H1 (type of reportable event) was updated to serious injury as the found performance issue mentioned above contributed to the replacement of the s-ICD system.

Event description:
It was reported that this patient's subcutaneous implantable cardioverter defibrillator (s-ICD) system appropriately delivered 4 shock therapies to a ventricular fibrillation episode, that were not completely effective. The patient was sent to the hospital as conversion was temporary. However, technical services indicated the s-ICD worked as intended. Subsequently, the s-ICD and this electrode were electively explanted and replaced with a non-boston scientific transvenous system. This implantable electrode was returned for analysis and no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Testing was completed to assess inner insulation integrity. An electrical short was found between the terminal pin and the distal cable causing arc damage that affected the center pin, two twisted hv cables, and the outer terminal. The clinical observation of failure to convert rhythm was confirmed based on the observed electrode abnormalities.

Event description:
It was reported that this patient's subcutaneous implantable cardioverter defibrillator (s-ICD) system appropriately delivered 4 shock therapies to a ventricular fibrillation episode, that were not completely effective. The patient was sent to the hospital as conversion was temporary. However, technical services indicated the s-ICD worked as intended. Subsequently, the s-ICD and this electrode were electively explanted and replaced with a non-boston scientific transvenous system. This implantable electrode was returned for analysis and no adverse patient effects were reported.